Manufacturer narrative:
B3 date of event: 01/01/2026 used as approximate date, as actual event date is unknown. Device history review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the event. Device technical analysis: the device was not returned for analysis; therefore, a technical analysis could not be performed on the device. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications. Risk review: a review of the nc emerge hazard analysis was completed and confirmed that the events of 'balloon detachment of device or device component' and 'catheter difficult to remove' were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific has assigned an investigation conclusion code of 'cause not established.' This conclusion code is based on the available information and the product record review conducted at the complaint investigation site. It was reported that the nc emerge device was used during the procedure, however, upon removal of the device it was discovered that the balloon had torn off from the delivery system and was difficult to remove. The device was not returned for analysis. Based on the limited available information and lack of procedural detail it cannot be assessed at this time what may have contributed to the reported issue and the cause cannot be established.

Event description:
It was reported that a detachment occurred. An nc emerge mr, ous 6.00mm x 15mm was selected for treatment of the target lesion located in the left main coronary artery. During the procedure, upon removal of the balloon, it was discovered that the device had torn off from the delivery system and was difficult to remove. There were no patient complications reported.

Manufacturer narrative:
B3 date of event: 01/01/2026 used as approximate date, as actual event date is unknown.

Event description:
It was reported that a detachment occurred. An nc emerge mr, ous 6.00mm x 15mm was selected for treatment of the target lesion located in the left main coronary artery. During the procedure, upon removal of the balloon, it was discovered that the device had torn off from the delivery system and was difficult to remove. There were no patient complications reported.